Event description:
It was reported that the patient experienced ineffective. Patient's leads had migrated. As such, surgical intervention took place wherein the physician was unable to reposition the exiting lead or implant new leads. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.